Event description:
A female pt with previous subclavian vein stenosis and stent in the subclavian vein underwent venoplasty for stent restenosis - mid subclavian vein on (B)(6) 2014. The interventional radiologist, punctured the brachial artery using the micropuncture transitionless access set. Once the nitinol wire was passed through the needle of the micropuncture kit he felt resistance and was unable to advance the wire any further into the pt's vein. The physician removed the wire and left the needle in the vein and upon inspection of the wire he noted that the wire was kinked about 5 cm from the tip and it had lost its' shape. The physician then reinserted the same wire and it tracked up the vein with no incident. The physician then removed the mpis needle and advanced the sheath and dilator over the wire with no incident. When the physician tried to up size to a normal 6f sheath, to complete his procedure, both the wire and the sheath of the mpis would not come out. The physician looked at the mpis set under fluoroscopy and noted that the mpis wire had a knot at the tip of the mpis sheath. In order not to lose his access he used a "buddy wire" system (inserted another wire down the sheath and used this new wire and completed the procedure). Once the procedure was completed the physician tried to remove the original mpis set, however, the tip of the nitinol wire snapped off and was left in the pt's arm. The vascular team was notified the same day and another physician and his team removed the broken wire from the pt's arm via a cut down procedure on the (B)(6) 2014 (two days later).

Manufacturer narrative:
Lot number not provided by the reporter. Expiration date unknown as lot is unknown. Pt code: additional surgery to remove foreign body is not labeled. Device code: tip breakage/separation is not labeled. Event is still under investigation.